Event description:
It was reported that the infusion set was leaking insulin at the headset. The patient noticed her shirt was wet and she could smell insulin. Her blood glucose level was elevated over 400 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.